Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 407 mg/dl. Customer¿s blood glucose level was 250 to 290 mg/dl at the time of incident. Customer also experiences high blood glucose levels as 500 mg/dl and 400 mg/dl. Customer reports that they had contacted to their health care professional regarding high blood glucose level. The customer was treated with insulin pump. The decline to continue troubleshooting for high blood glucose because she had a doctor¿s appointment in 45 minutes. The insulin pump will not be returned for analysis. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.